Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On 2 october 2019: additional information received on 1 october 2019 reported that the patient was waiting for re-operation for valve dysfunction, aortic regurgitation, aortic, stenosis, mitral regurgitation, and pulmonary hypertension. The procedure was planned for (B)(6) 2019, however the patient passed away prior to the date of re-operation. The cause of death is reported as cardiac failure. On (B)(6) 2011, a 19mm trifecta valve was implanted. On (B)(6) 2019, the patient expired due to unknown causes.

Manufacturer narrative:
An event of valve dysfunction, aortic regurgitation, stenosis, pulmonary hypertension, and patient death due to cardiac failure was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
2 october 2019 jl: additional information received on 1 october 2019 reported that the patient was waiting for re-operation for valve dysfunction, aortic regurgitation, aortic, stenosis, mitral regurgitation, and pulmonary hypertension. The procedure was planned for (B)(6) 2019, however the patient passed away prior to the date of re-operation. The cause of death is reported as cardiac failure. On (B)(6) 2011, a 19mm trifecta valve was implanted. On (B)(6) 2019, the patient expired due to unknown causes.